Manufacturer narrative:
Analysis summary: complaint confirmed: it was found the shaft of the blade was bent at a 40 degree angle and the suction finger grip component was detached from the device and was inside the small biohazard bag. The suction tube and cable/connector were cut and discarded prior to receiving the device. The device was also missing the heat shrink component and was not returned from the sender. The device was unable to be tested but the shaft, blade, and suction finger grip was observed. The suction finger grip was observed under the complaint lab microscope and confirmed there were loctite residue from when it was assembled. It has been confirmed it was a technique error and not a manufacturing error. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a handpiece. It was reported that the black plastic cover that was on the distal end of the handpiece came off during surgery. Additional information received noted that the black plastic cover came off while testing the handpiece and cleaning it. It was done without the patient. They replaced the handpiece to complete the case. There was no impact to patient.